Manufacturer narrative:
(B)(4). D10: 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length (B)(6). 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length (B)(6). G2: foreign: china. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that postoperative findings revealed that the acetabular screw had passed through the screw hole of the acetabular cup. No plan to remove the screw. Two product labels were submitted; however, the surgeon cannot confirm which screw is the complaint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: postoperative ap x-ray of the right hip shows noncemented total hip arthroplasty components in place. The tip of the femoral stem is excluded. Otherwise the femoral component is unremarkable. The acetabular cup is associated with 2 screws superiorly. The more medial of the screws has passed through the screw hole of the acetabular cup and as advanced too far, and is no longer associated with the acetabular cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.